Event description:
It was reported that during a knee arthroscopic meniscus surgery, after t1 was implanted, t2 fell off. T's were removed from the patient. Same model backup device was used to complete the surgery with no significant delay. No patient injuries were reported.

Manufacturer narrative:
This device is in used condition. The complaint listed was: ¿t2 fell off¿. The blue split cannula has not been returned. The depth limiter was returned on the device and has been trimmed. T1 and t2 were not returned. Partial used suture was returned. There is not a true ¿deployment¿ with this style of needle delivery system. Movement of anchors is accomplished with manual lever advancement to position t1 for stripping off the needle, followed by t2 with a light tug of the suture. The advancement lever was found just shy of fully advanced. The needle is slightly bowed and twisted at the distal end. IFU warnings states ¿do not bend delivery needle.¿ an anchor would not fall off unless the suture was pulled or the delivery needle was twisted, bent or flexed during insertion. No root cause related to the manufacture of the device can be established.